Manufacturer narrative:
A scheduled lead revision was reported to abbott. The patient was experiencing discomfort at the pocket site after experiencing significant weight loss. The proclaim ipg was replaced with an eterna ipg. There were no complications and effective therapy was restored. The leads were not revised. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. Surgical intervention was undertaken during which the ipg was explanted, replaced and relocated to address the issue.